Event description:
It was reported by the patient that one week after being implanted ten years ago, they had experienced spasms. The patient stated that after a clinic visit at that time, they told the patient they reprogrammed from unipolar to bipolar. In addition, the patient just recently started to experience the spasms again. No further information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.